Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after an unrelated procedure, the pulse generator exhibited diagnostics issue, false elective replacement indicator, due to prolonged exposure to electromagnetic interference. The device was restored back to normal settings. The patient was stable throughout.